Event description:
It was reported that the customer had a low blood glucose reading that was not registered by the sensor and the threshold suspend never went off. Customer also mentioned having a seizure. Customer had differences between sensor glucose and blood glucose readings. Customer's sensor glucose reading was 211 mg/dl and his blood glucose level was 39 mg/dl. Differences are not within an acceptable range. Troubleshooting was performed. It was explained that the sensor may be responding to changes in glucose. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-49479.